Event description:
It was reported that during a transcoronary ablation of septal hypertrophy (tash) procedure in the left main / left anterior descending artery, the 1.5x12mm mini trek balloon dilatation catheter was advanced over a balance middle weight universal wire (bmw-u) to the proper position in the septal vessel. The balloon was inflated to 14 atmospheres (atm) to close the vessel for tash. The bmw-u wire was attempted to be removed, but resistance was met with the mini trek balloon. The balloon was deflated and the wire could be moved, so the balloon was re-inflated to 14 atm, but again, the wire would not move. The balloon was deflated and removed without issue. A non-abbott balloon was used successfully with the bmw-u wire to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-the balloon dilatation catheter was used in a non-indicated procedure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the mini trek was used during an ablation of septal hypertrophy (tash) procedure in the left main / left anterior descending artery. It should be noted that the instruction for use states that the mini trek otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.